Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the screw fractured inside the implant in tooth location #30. Doctor was not able to remove the fractured portion and removed the implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) unknown lz screw & one (1) impl tapered scr-v sbm 4. 7mm 4.5mm 10mm (tsvwb10) were returned for investigation. Visual evaluation of the as returned product identified the screw fractured inside the implant. Signs of use, and what appears to be tissue/bone attached to the implant body. Device history record (DHR) review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review could not be performed without relevant item and lot information. Therefore, based on the available information, device malfunction has occurred, and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.